Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a pleural puncture procedure, the physician reported that the puncture catheter broke during use. A white plastic component remained within the chest wall but was successfully retrieved due to a small visible fragment remaining outside the body. The physician reported that if the fragment had not been visible, surgical intervention would have been required to retrieve the retained component.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.